Event description:
It was reported that the ventilator alarmed and displayed zero inspiratory and expiratory values for both the minute volume and tidal volume while it was connected to a patient. (B)(4).

Manufacturer narrative:
(B)(4).